Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was x-rayed and identified as being anterior. The physician evaluated the prior implant and identified the lead as a basil interior. Physician electively replaced. A new left ventricular lead was successfully implanted into a new lateral vein position. No adverse patient effects reported.